Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2016-02163 submitted 11/03/2016, was submitted in error as it was a duplicate of MDR 2112667-2016-01988 which was submitted on 10/11/16.